Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, level float mechanism was cleaned and tank gasket replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side during procedure. There was no patient injury.

Manufacturer narrative:
No mention about a possible patient pump malfunction that can be ruled out. Complaints database analysis revealed no similar event since unit installation in 2015. Based on the current level of information and the service activity performed by field service technician, it cannot be ruled out that accumulation of dust/dirty might have led to the float assembly blockage. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.